Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that about 6 months earlier during a routine device replacement procedure, the left ventricular lead had been cut. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated apparent ex-plant damage. If information is provided in the future, a supplemental report will be issued.